Manufacturer narrative:
Manufacturer's investigation conclusion: two low speed events were confirmed in the evaluation of the submitted log file; however, a specific cause for these events could not be determined through this evaluation. The submitted epc log file contained data from day 1430, hour 6, minute 55 through day 1441, hour 22, minute 0. On day 1439, hour 11, minute 9, two low speed advisories of 6960 and 4920 rpms were captured along with a power elevation of 9.9 watts. These events resulted in a low-speed hazard. Prior to and after the low-speed events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for low-speed events could not be conclusively determined through this evaluation. The account submitted a photo of the patient¿s alarm history which confirmed two low speed events on 04sep2022 at 02:54. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 15nov2017. Heartmate ii lvas instructions for use (IFU) (rev. B) is currently available. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a low speed operation event was recorded in the patient's alarm history. The patient had normal lactate dehydrogenase (ldh) values and no pump stops occurred. Log file analysis confirmed the event; this appeared to either be a short-to-shield issue or an obstruction of the motor. The low speed operation event was noted to have occurred while the patient was connected to a power module, indicating a possible issue with the percutaneous lead. The site thought the issue was possibly caused by the passage of blood clots although this was not confirmed. The patient returned home and their alarms would be monitored.